Event description:
The information received from the affiliate states that this patient (age unknown) was presented to the interventional lab for an angioplasty and stenting procedure of the subclavian artery (side unknown). The vessel was described as moderately tortuous, heavily calcified, and an 80% stenosis was present. There is no information as to if the lesion was pre-dilated. The physician had not difficulty accessing the lesion with a guidewire. When the physician placed the stent delivery syste (sds) at the lesion and attempted to inflate the balloon with an indeflator, the baloon ruptured at 3 atmospheres. The information states that the mounted stent did not dislodge and was able to be pulled back, along with the balloon, into the delivery sheath as one unit. The product looked perfect, when it was taken from the packaging and was properly prepped before it was used in the patient. There was no reported injury to the patient.